Event description:
It was reported that during surgery, the physician was unable to remove the pin of the svc lead out of the header because the screw was unabe to be moved. Once the silicone insulation of the setscrew was removed, the setscrew appeared to be stripped making it impossible to turn the screw. The physician decided to abondon the svc coil. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory and was due to silicone, septum material found inside of the svc set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity.